Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the atrial lead exhibited low impedance, and polarity switch occurred. Diagnostic testing/troubleshooting was performed. The atrial lead settings were re-programmed, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A device check was performed. The atrial lead threshold had increased, and lead fracture was suspected. Therefore, chest x-ray was performed, and a possible fracture site in the subclavian region was detected. The atrial lead output was re-programmed, and the lead remains in use. The next device check was scheduled for a month later to review the necessity of lead revision. Next device check was performed. The record showed a warning of low impedance as of (B)(6) 2017. Due to twitching, the lead had been used in bipolar. The atrial lead remains in use, next visit will review the necessity of lead revision. It was further reported the device replacement and the lead revision were performed. The atrial lead has remained to use in the patient¿s body as it was because it was able to use in unipolar. A new ventricular lead was added.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported, follow up check was performed and revealed the atrial lead impedance in unipolar mode was high, and undersensing of p wave was confirmed, thus the device setting was re-programmed. The ra lead remains in use.